Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose was 48 mg/dl. Customer attributed their low to not eating. It was also found the customer had a broken belt clip. Customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.